Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 100% stenosed, 3.0mm diameter target lesion located in the moderately tortuous and mildly calcified right coronary artery. No pre-dilation was performed. A 3.0x16mm ion stent was advanced and implanted. Two days later the patient presented with chest pain and st elevations and stent thrombosis was revealed. Treatment utilized an aspiration thrombectomy and angioplasty. The patient was on plavix at the time of the event. No further complications were reported and the patient was discharged home 5 days later.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).